Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a follow-up, oversensing noise was observed on the atrial channel. Noise was able to be reproduced during myopotential, and noise were registered only at the beginning of november in the atr episodes. The right atrial (ra) impedance showed little increase from 900 ohms to 1000 ohms and the right ventricular (rv) measurements were all stable and in range. The patient is pacemaker dependent. The healthcare professional decided to program the rv output to auto and scheduled a follow-up in two months. No adverse patient effects were reported. This pacemaker and competitor ra lead remains in-service.

Event description:
It was reported that during a follow-up, oversensing noise was observed on the atrial channel. Noise was able to be reproduced during myopotential, and noise were registered only at the beginning of november in the atr episodes. The right atrial (ra) impedance showed little increase from 900 ohms to 1000 ohms and the right ventricular (rv) measurements were all stable and in range. The patient is pacemaker dependent. The healthcare professional decided to program the rv output to auto and scheduled a follow-up in two months. No adverse patient effects were reported. This pacemaker and competitor ra lead remains in-service.